Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device intermittently powers on and off on its own. The device was not in use at the time of the event, and there was no impact on the patient.

Manufacturer narrative:
Updated health impact code.